Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) due to a blood glucose (bg) level of greater than 500 mg/dl and diabetic ketoacidosis (dka). The customer attempted to self treat elevated bg by administering a manual injection. Upon hospital/ICU admission, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.